Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant upstream occlusion alarms, which were not reproduced. The constant upstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the upstream sensor values were out of specification, caused by a failed upstream sensor. The upstream sensor was replaced to correct the condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.